Manufacturer narrative:
Pts age and gender info was requested but not provided to date. The device was reported as returning for investigation. Once the device has been returned, a complete investigation will be performed and provided in a follow-up report.

Event description:
During an arthroscopic subacromial decompression using an ultravac 90 with integrated cable arthrowand, the head of the arthrowand reportedly cracked in the surgical site. Reportedly the fragments were not removed. Fragments described as a dust which remains in the pt. There was no reported pt injury or adverse effect to the pt.